Event description:
While attempting to use gynecare morcellex tissue morcellator, the surgeon had trouble when squeezing handle blade. It did not act correctly. It did not go in and out. No patient harm or injury.